Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0390 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "a nurse was having difficulty advancing the powerglide pro, she removed it and retried and encountered the same issues. She states when she was trying to remove the catheter, it broke off in the patient."